Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Investigation/evaluation: the customer returned an air dermatome device, (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Air dermatome, (B)(4), was manufactured on june 20, 2006, and was over 9 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed nicks to the neck and housing of the hand piece. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade sits flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #135 with the qa test hose and the motor operated within motor speed specifications. The device was tested under the stroboscope it #135 with the customer hose and the motor operated within motor speed specifications. Minor nicks noted to all width plates. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and ¿o¿ ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event ¿that the device was skipping¿ was non-verifiable as no testing was possible to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined.

Event description:
It was reported that during surgery the device was skipping. No adverse events have been reported as a result of the malfunction. Investigation results revealed the comb was damaged.